Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-09021. It was reported the patient (B)(6)experienced redness at the ipg site. The patient was treated for possible infection, but all blood tests were negative. The patient experienced discomfort and a warming sensation while charging. The patient's charger was replaced with a new one and the patient was advised on precautions while charging guidelines.

Manufacturer narrative:
This charger model number was associated with a field correction. Corrective and preventive action (CAPA). Eval codes results code: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.